Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2014, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the returned base is well worn with nicks and scratches overall. One foot is missing. With the legs opened to receive the monopole, one leg is able to extend too far slightly obscuring the threaded screw hole. With the leg positioned correctly, the monopole inserts and secures without issue. The reported event was confirmed to be caused by the missing component of the monopole leg.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that the navigation system camera stand was damaged. The screw thread in the base was worn away and the monopole did not screw in tightly. There was no patient present when this issue was identified.